Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported row 3 keys inoperable which was reproduced and evaluation found the keypad not functioning. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.